Event description:
It was reported that a device experienced a "check door alarm." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to "door not fully latched" messages caused by loose link screw (upper). The "door not fully latched" messages correspond to reported symptom of "check door alarm" and have the same cause. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The link screws were replaced.